Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery, the patient was re-implanted with a new device. This report is filed july 28, 2016.

Manufacturer narrative:
This report is filed, march 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on october 19, 2020.